Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. In addition to the above findings, it was also determined that there was corrosion in the device and contamination of connector oxide. The device was labeled not acceptable for use and scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was determined that connector oxide was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.